Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection of a transfer set from a non-baxter plastic adapter which resulted in a leak; the patient observed humidity on their clothes. This occurred during use of the device for peritoneal dialysis therapy. No damage was noted on the transfer set. There was no patient injury associated with this event. Prophylactic antibiotic was administered for preventative measures. No additional information is available.